Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency room after feeling the patient notifier. Upon review, the patient's right atrial lead exhibited high and out-of-range impedance and high capture thresholds. The patient notifier was turned off and the patient would follow-up at a different facility.

Event description:
Additional information received on october 6, 2020 indicates that the patient presented for an atrial lead revision due to high, out-of-range impedance. The patient's lead was capped and replaced.